Event description:
It was reported: hardware removal of a 4 hole plate and four 10 mm non locking screws were removed due to recurrent infection on (B)(6) 2013. The plate was removed on the left side. There were no complications during the procedure and the bone anatomy was healed. The surgeon closed up the patient. The procedure was successfully completed. There was no patient injury reported. This report is on the plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.